Event description:
It was reported that the pt developed an infection following replacement of his right neurostimulator. No symptoms were reported. The pt's neurostimulator was removed. After the infection was resolved, the pt was reimplanted. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.